Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
Fracture of the abutment screw.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the devices were not returned.pre-existing conditions noted on the per were smoker & moderate bone density ¿ type ii. The reported devices had been placed on tooth number 24 (fdi) for approximately 16 years. X-ray or picture images were not provided.review of appropriate documentation: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019 & biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019.per the applicable IFU, it is stated that breakage may occur when devices are loaded beyond their functional capability. DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. April post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction and the reported events could not be verified since the products were not returned and no pictorial evidence was provided. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'